Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. The pump was programmed in the dose calculation mode to deliver 100mg of niroprusside in 250ml, at a dose of 0.3mcg/kg/min, with a calcuated rate of 4.1ml/hr. Thirty-one minutes later, the pump was reprogrammed to deliver a dose of 4.5mcg/kg/min with a calculated rate of 60.8ml/hr. Four minutes later, the pt reportedly became hypotensive and the infusion was stopped. There was no reported adverse pt sequelae. The infusion was resumed after an unspecified length ot time using a replacement pump. Though requested no further info was available.